Manufacturer narrative:
As the lead was abandoned, it will not be returned for laboratory analysis. No additional information is available at this time. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead was surgically abandoned and was replaced with a competitive lead, due to a fracture. No adverse patient effects were reported.